Event description:
It was reported that during a laparoscopic sigmoidectomy, teardrop-shaped clips were formed at the 1st and 2nd firings. However, the clip was formed properly at the 3rd firing when the device was fired out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).